Manufacturer narrative:
(B)(4). Article publication date - unknown date, august 2013. Concomitant medical products: unknown stageone cement spacer tibial, cat#: unknown lot#: unknown bernard struelens, steven claes, johan bellemans, ¿spacer-related problems in two-stage revision knee arthroplasty¿ acta orthop. Belg., 2013, 79, 422-426. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual inspection could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed. Compatibility check was not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 01825034-2017-07331 product location is unknown.

Event description:
It was reported in a journal article that four patients experienced dislocation of the femoral or tibial component, following implantation of cement spacer molds. No additional patient consequences were reported. No further information is available.